Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. The device was connected to carto 3 and no force issues were observed however, no temperature values were observed due to an open circuit inside the tip. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could not be conclusively determined. The potential cause of the open circuit causing the no temperature issue could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; the contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter; do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot-micro catheter and there were high force readings on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. There was no patient consequence. This event is originally assessed as not MDR reportable. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. This finding is MDR reportable.